Event description:
Subject 002 came in to see dr. Malone - psychiatrist - for an urgent visit. This was not a regularly scheduled research visit. Subject was very different than on past visits. Clearly psychotic about family situation. Does state that family has been very negative towards her. Dr. Malone was very concerned for her safety. Given her psychotic thinking, she was not able to contract for safety. Subject 002 was transported to lutheran hosp for psych admission. Overall, her depressive symptoms were improved versus baseline. It appears that the substantial stressors recently have brought about psychotic symptoms. Hopefully, the addition of some antipsychotic meds and mostly some inpatient therapy will be helpful in reorganizing her thinking. Dbs system was intact and functional. She has had emotional decompensation in the past during times of increased stress. Currently has severe family stressors leading to this. Not suicidal. Turning off dbs results in significant worsening of mood and symptoms. Therefore, dbs is still providing benefit and not causing symptoms. Dbs system implanted in 2005. Battery -ipg- replacements: two times in 2006, 2007, 2008.